Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the evening of october 15th (year not specified). The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual management routine. The patient did not specify developing symptoms; however, about 1 or 2 days later, the patient went to the emergency room (ER). The patient reportedly obtained blood glucose results of ¿711 and 300 mg/dl¿ with the ER/ hospital device. The patient was administered novolog insulin (amount not specified) as treatment. The correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved at the time of troubleshooting. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly obtained blood glucose results with the ER/ hospital device suggestive of a serious injury and received medical intervention from a health care professional (hcp) after the reported issue began.